Event description:
Event: patient reports new medication of asa daily and she doesn't know what medications have changed. Patient also reports having 2 surgeries for aneurysms and patient broke right hip with a hip replacement. Bilateral primary osteoarthritis of knee. Freq: inject 1 syringe (20 mg) intra-articularly to bilateral knees once weekly for 3 weeks.